Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the lesion being treated was in the severely tortuous and calcified left anterior descending artery. The balloon ruptured after several seconds at 6 atms on the first inflation and the device was successfully removed from the patient.

Manufacturer narrative:
Device evaluated by MFR.: dried blood and contrast were visible in the balloon and inflation lumen. The balloon was in a deflated state. A pinhole was found on the distal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Tip damage was also found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 2.00x15mm apex balloon catheter was advanced to the lesion and ruptured when "the inflation pressure was over the nominal pressure." Lesion characteristics and clinical factors are unknown. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.